Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the consumer's parent that after wearing cvi contact lenses, the consumer developed a corneal ulcer. On (B)(6) 2016, the consumer inserted contact lenses and immediately had blurry vision. By (B)(6) 2016, the consumer's complaint had not improved and developed severe pain. On (B)(6) 2016, the consumer went to an urgent care and was diagnosed with a corneal ulcer and provided antibiotics. According to the consumer's parent, the complaint has fully resolved. Cvi made a reasonable and good faith effort to obtain medical documentation without results.